Event description:
In 2008, the pt reported that he experienced insulin leaking from his infusion site. He stated that this occurs with 1/3 of his infusion sites. He stated that on the day before, he experienced insulin leakage at the infusion site after 1 day of use. He stated that he changes the infusion site every 3 days. He was advised to change the infusion site every 3 days. He was advised to change the infusion site every 2 days. He stated that he does not have scar tissue and he rotates infusion sites as recommended. He becomes aware of insulin leakage when his blood glucose elevates. On that day, his blood glucose measured "hi" on his blood glucose monitor and he felt nauseous. His normal blood glucose level is 150 mg/dl. He injected 20 units of insulin via syringe to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.